Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was also distorted. The proximal conductor and outer insulation were melted, and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.

Event description:
It was reported that during the implant of a new device, it was noted that there was insulation damage due to a knot in the lead. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.